Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test and occlusion test weren't performed due to motor error alarms. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.(B)(4)

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during basal. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.